Event description:
A physician reported a hakim valve was implanted on (B)(6) 2022. A csf leak was noted and on (B)(6) 2022, a revision surgery was done and found the valve had clear backflow through the rickham system with blood coming back from the heart. The valve was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 82311) was returned for evaluation. Device history record (DHR) - the product code 82-3116 with lot 4802127, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a lot of debris inside the valve and a needle hole in the silicon housing were noted. The position of the cam when valve was received was unreadable due to biological debris inside the valve. The valve was hydrated. The valve was tested for programming and the valve failed the test, the cam mechanism did not move during the programming process. The valve was leak and only leaked from the needle hole in the needle chamber. The valve was reflux tested and failed. The valve could not be pressure tested as the cam position is unreadable. The silicone was cut just after valve casing. The cam mechanism was gently moved. The valve was retested for programming and failed the test, the cam mechanism wiggled. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. The cam magnets were controlled and passed. The root cause for the reflux issue reported by the customer was due to biological debris and protein build up found on the ruby ball and seat of the ruby ball. The root cause for the programming issue found during the investigation was due to biological debris and protein build up found on the spring, on the spring pillar on the cam mechanism, and on the base plate.